Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the keypad buttons were sticking and required several presses to elicit a response which on one occasion caused a cancelled bolus. The reporter confirmed that the keypad was intact. The patient reportedly wore the pump in the band itself around the waist and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow up #1 07/01/2012 device evaluation: the insulin pump has been returned and evaluated by product analysis on 06/05/2012 with the following findings: the keypad was intact without visible damage; however, the audio bolus button was noted to be hard to be push and had a hole in it, exposing the internal plug. A damaged audio bolus button will permit contamination to permeate the button which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged audio bolus button should be clearly visible and prohibit the use of the audio bolus button. Users may expect button damage during normal wear and the owner's booklet instructs the user to contact customer service if the user suspects the pump may be damaged. The up and down arrow keypad buttons have intermittent response when pressed and required multiple presses with increasing force to evoke a response. The ok and contrast keypad buttons respond appropriately when pressed. None of the keypad buttons have normal spring back or click. The keypad cover was removed for investigation and revealed contamination under the contacts of all buttons.